Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the customer's report. An internal inspection found no discrepancies. The defib receptacle was replaced as a precaution. The device was recertified for clinical use. It was recommended to the customer that the multi-function cable used during the incident be disposed of to prevent recurrence. Analysis of reports of this type has not identified an increase in trend.